Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mentioned that she was in loading process and instead of it pushing up, it pushed down and bottom part of the insulin pump fell out. The customer mentioned that the circle came out, she has it taped up and a belt clip is securing the drive support cap and the bottom of the pump. The drive support is sticking out. The customer mentioned the insulin pump was not bumped or dropped. The customer was advised to follow their medically prescribed back up plan pump. The insulin pump will return. The customer's blood glucose is 300 mg/dl.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker and end cap broken off. Unable to perform functional test due to end cap broke off.